Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: the returned insert component was visually inspected. The locking wire was detached from the insert and its shape is distorted, most likely as a result of damage caused during unlocking from the baseplate it was assembled to. The insert component is unremarkable for a poly component that was in vivo and subsequently explanted. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: revision surgery took place due to possible infection whereby the reported device was explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee infected. Revision, debridement and irrigation of the knee with insert exchange and wound vac.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left knee infected. Revision, debridement and irrigation of the knee with insert exchange and wound vac.